Event description:
It was reported that the patient presented in hospital with diaphragmatic stimulation. Chest x-ray confirmed the atrial lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced on (B)(6) 2014. There were no further adverse consequences

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.